Manufacturer narrative:
The pod was received with the soft cannula deployed. Multiple attempts were made to download the data from the pod with all being unsuccessful. Inspection of the pcb assembly found no visible defects or damages that would prevent the pod from communicating with the master pdm. The exact cause of the inability of the pod to pair with the master pdm during investigation and the cause of the reported communication error could not be conclusively determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be kinked. It could not be determined when or how this damage occurred. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient was experiencing high blood glucose levels (value not provided) and that the patient was receiving the corrections; however, during the process an error message was received, requesting the patient remove the pod. The patient's blood glucose rose to over 250 mg/dl. The pod was worn between 4 and 24 hours on the arm. Investigation of the pod found a bent cannula. The device was originally reported for a communication error.